Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the valve stopped working properly. On (B)(6) 2015, the device was replaced with a new one because of suspected occlusion. The patient's condition is good after the revision. Further information would be provided as soon as we receive it from the facility. On (B)(6) 2016: "the device (82-3842) was originally implanted via v-p shunt to a (B)(6) boy with congenital hydrocephalus on (B)(6) 2014. The initial setting pressure was 50mmh2o. After implantation, the patient showed the following symptoms : irritability; poor eating; vomiting; head growth, and it was found that csf did not flow through the device. The device was replaced with the same new product at 100mmh2o on (B)(6) 2015, and the patient's condition improved. According to the surgeon, biological debris was confirmed in the ventricles, which may have stuck."

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected: proximal connector was missing and the silicone housing was damaged around the siphon guard. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 50mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3842, with lot cdrb07, conformed to the specifications when released to stock on the 17th april 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The root cause to the damage silicone housing could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the missing proximal connector could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.